Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having "micro-strokes" and there was concern of thrombus within the pump. The patient had four strokes and expired.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.